Event description:
It was reported that during a single tendon acl, the pin was loaded into the orange handle by the scrub nurse prior to the surgeon asking for it, when the surgeon approached the notch to drill the tunnel, the effort required to drill was immense and unusual. Once the pin came out of the skin it was missing the drill tip. X-ray was brought in to find the missing tip and was found by tweezers in the soft tissue of the access portal. The missing tip was removed from the patient and the procedure was completed with a delay greater than 30 minutes using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. There were 2 passing pins returned. One of the passing pins is whole and the other passing pin is broken off approximately 1" from the distal end. It is noted within the attachments that no clinical/medical documentation is available. Smith and nephew has not received the adequate materials to fully evaluate the complaint. However, it was reported that the missing drill tip was found by x-ray and removed by tweezers. The patient impact beyond the surgical delay of greater than 30 minutes could not be determined. However, it was communicated via e-mail that the patient is recovering fine with no issues from this product. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.